Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The cause of the reported event cannot be determined, with the information obtained. Alcon has reviewed this complaint. And will continue to monitor data for evidence of adverse trends and take further action, as appropriate. This complaint does not constitute an adverse event or a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(6).

Event description:
A customer reported reflux occurred with a whitish deposit in the eye during a procedure. Additional information was received from the surgeon who reported a reflux occurred during a vitrectomy procedure with multiple small white floating particles coming out of vitrectome head during the cut which caused anterior uveitis without hypopyon/vitrous and intraretinal hemorrhages and recurrence of retinal detachment requiring reintervention. Procedure was completed in the same intervention. The patient was treated with antibiotic and corticosteroid medications. The patient¿s current condition is unknown. The above reported event occurred on the patient's right eye during a pars plana vitrectomy (ppv) procedure for the repair of a retinal detachment.